Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. Component code: appropriate term/code not available: suggested code: mechanical driver.

Event description:
It was reported that on (B)(6) 2024, during a brevera procedure the device gave an error and a grinding noise and gears were stuck. Unable to reset the driver. Needle was fired but no samples were obtained. Patient had to be rescheduled. A field engineer examined the equipment and identified driver errors. The driver was replaced and tested, and the system met the manufacturer´s specifications.

Manufacturer narrative:
An investigation was completed: it was reported on october 9, 2024, that the brevera system (B)(6) and brevera driver (B)(6) began experiencing errors during a procedure. During the procedure, errors appeared, and the driver was making a grinding noise and became stuck. The technician was unable to reset the driver, and no samples were achieved. Patient impact was reported as the patient had to be rescheduled for another day. The dispatched field service engineer (fse) confirmed the errors seen and replaced the brevera driver. They confirmed the driver was operating according to hologic specifications. The device was returned to the pmqa lab and no damage could be seen on the brevera packaging. No damage can be seen on the exterior of the brevera driver. It was noted that the inner cannula (ic) fork was stuck in the retracted position. The brevera driver was placed on the pmqa laboratory brevera system (B)(6) and failed to initialize with a grinding noise being heard. The upper housing of the driver was removed so that the interior of the driver could be examined. Along with the retracted ic fork, it can be seen that the timing shaft is jammed with the outer cannula (oc) fork. No damage is visible to the interior of the driver. The timing shaft was manually rotated so that it was no longer jammed, and the cannula forks were able to be returned to their normal positions. The driver housing was reattached, and the driver was plugged into the brevera system again. There were no errors seen during initialization. Four test biopsies were performed, with no issues or errors being encountered. Visual inspection of the driver was able to confirm that the root cause of the issues seen in the complaint was the timing shaft being jammed with the cannula wear plates, preventing proper initialization and causing the errors seen in the complaint. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the cause of the jamming was determined to be the needle not firing its full length into the breast tissue. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Conclusion: based on the errors seen in the complaint and the inspection of the driver, the errors were caused by the needle not firing the full distance, and the cannula forks became jammed with the timing shaft. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, causing the cannula forks to be jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Device history record (DHR) review: driver serial number: (B)(6). Driver cycle count: 1,205. Driver sku: brevdrv. System serial number: (B)(6). Driver manufacture date: 05/30/2023. Driver installation date: 11/28/2023. UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections. No deviations are mentioned within the DHR.